Event description:
It was reported that during the implantation surgery, when the physician opened the product they found the valve to be damaged. A new valve was used to complete the surgery. It was also reported that the patient has recovered from the implantation surgery and has been discharged from the hospital.

Manufacturer narrative:
100.1 cm of the peritoneal catheter and 23.3 cm of the ventricular catheter was returned. The catheters were both patent and met requirements for the leakage test. The valve was patent. Crystalline debris was observed in its interior. It met all of the requirements for the siphon, preimplantation, and pressure-flow tests. It did not meet requirements for the reflux and leakage tests. A large t ear was observed on the delta chamber membrane. It is unknown how or when the damage occurred. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).